Event description:
A user facility reported to olympus, the duodenovideoscope was found leaking at the control knob. Upon inspection and testing of the customer returned device, foreign material was found in the forceps elevator due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, leaking at the upward/downward angulation control knob, light/right angulation control knob, bending section cover or distal sheath glue gapped, insertion tube coating peeling, insertion tube scratched and discolored, upward/downward angulation control knob, light/right angulation control knob dirty, damaged to scope switch 1 and 2, forceps channel port dirty, distal end cover scratched, worn out angle wire, and foreign material found in the forceps elevator. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Additional information to b5 of the initial medwatch. The following information was received from the customer. The event occurred during reprocessing. The user is trained on cds steps by omsi staff and the customer is practicing cds as per training / the instructions. The user is an individual doctor using equipment at different hospitals. One of the place the angled brush maj-1534 is being used for rest of two other sites, other brush is being used with soft bristles. No patient impact or infection reported by any one including customer. Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022 (utc). Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Leak at anglation knob. The bending section rubber glue has gap and discoloration. Insertion tube has coating peeling, scratch, and discoloration. Image guide protector has a sctatch. Switch 1 and 2 are damaged. Anglation knob is dirty. Forceps channel port is dirty. Angulation is lower than standard. Body has a scratch. Light guide lens glue has discoloration. Due to wear of angle wire, bending angle in down direction does not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was apossibility that the instructions recommended reprocessing steps were not performed completely due to leak from the device, which made foreign material remain around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The following information was received from the customer. The event occurred during reprocessing. The user is trained on cds steps by omsi staff and the customer is practicing cds as per training / the instructions. The user is an individual doctor using equipment at different hospitals. One of the place the angled brush maj-1534 is being used for rest of two other sites, other brush is being used with soft bristles. No patient impact or infection reported by any one including customer.